Manufacturer narrative:
Recently otto bock healthcare lp performed a retrospective review across all products manufactured in (B)(4). During the review this malfunction was discovered and it was determined to be reportable based on the criteria outlined in 21 cfr 803.

Event description:
Metal attachment on top of foot had sheared off altogether, causing foot to part company with the rest of prosthesis. Patient reported incident by phone - one broken finger and bruised/broken ribs after he fell.